Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. While stapling on the stomach, the stapler was unable to fire and the handle broke off. The device was substituted to resolve the issue. The patient was alive with no injury.